Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced shaking and was brought to the emergency room by his wife. The cgm reading was 300 mg/dl, and no fingerstick was taken at that moment. The patient was unaware what the specific cgm or blood glucose reading was when they arrived to the hospital, but the patient alleged during the call however that the readings during the event were ¿way off¿. The doctors immediately conducted tests and later that day, the blood glucose reading was rising over 400 mg/dl. The patient could not remember the cgm reading as the patient had lost his concentration at that moment. The patient was diagnosed with a blood infection and was treated with intravenous insulin and antibiotics. The patient was discharged after 2 days. The patient was prescribed oral antibiotics. When the patient arrived home, the cgm reading was 208 mg/dl, and the blood glucose reading was 163 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid when the patient arrived home after being in the hospital. No additional patient or event information is available.